Manufacturer narrative:
Corrected initial reporter name and address as it was found the information on the study was cited from a study published initially on april 8, 2005. Karl g. Stonecipher, md, jon g. Dishler, md, teresa s. Ignacio, md, perry s. Binder, md. 2005. Transient light sensitivity after femtosecond laser flap creation: clinical findings and management.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Publication - dos santos am, torricelli aam, marino gk, et al. Femtosecond laser-assisted lasik flap complications. Journal of refractive surgery. 2016;32(1):52-59.

Event description:
Journal article: dos santos am, torricelli aam, marino gk, et al. Femtosecond laser-assisted lasik flap complications. Journal of refractive surgery. 2016;32(1):52-59. In the publication it was reported transient light-sensitivity syndrome is a rare and unique side effect of femtosecond laser assisted lasik that was primarily associated with the intralase models. It was also reported that 68.9% of eyes that had lasik with the intralase platform had subconjunctival hemorrhage.